Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 0 units while it was filled with approximately 248 units of insulin. There was no impact to the customer¿s blood glucose. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.